Event description:
The customer reported that the central nurse's station (cns) had rebooted multiple times. It was displaying a "your pc ran into a problem and needs to restart" message before rebooting. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) had rebooted multiple times. It was displaying a "your pc ran into a problem and needs to restart" message before rebooting. No patient harm was reported. Investigation summary: the cns was returned for evaluation. Evaluation of the returned device was not able to duplicate the reported blue screen. No issues were observed during the evaluation. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. In a subsequent ticket (153575), the customer reported repeated occurrences of the cns crashing and requested an exchange. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. A crashing cns likely has experienced hardware failure. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1 09/19/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/04/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but did not provide the requested information. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. 6 bedside monitors: model: ni. Sn: ni. 12 telemetry transmitters: model: ni. Sn: ni.

Event description:
The customer reported that the central nurse's station (cns) has rebooted multiple times. After the first time, there was about a 1 hour gap before the cns blue screened again. Then rebooted about 20 minutes before the third time. It displays "your pc ran into a problem and needs to restart message then reboots." Tech support (ts) had them reboot and got it working. However, it fails again on the following day (B)(6) 2022 which will be reported in another report (B)(4). No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) has rebooted multiple times. After the first time, there was about a 1 hour gap before the cns blue screened again. Then rebooted about 20 minutes before the third time. It displays "your pc ran into a problem and needs to restart message then reboots." Tech support (ts) had them reboot and got it working. However, it fails again on the following day (B)(6) 2022 which will be reported in another report (B)(4). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. 6 bedside monitors: model: ni. Sn: ni. 12 telemetry transmitters: model: ni. Sn: ni.